Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced sickness, soreness, lameness, pain, permanent physical damage, injury to health, strength, and activity, as well as emotional distress, frustration, and inconvenience when, during the surgical implantation of an implantable pulse generator (ipg), right atrial (ra) lead, and right ventricular (rv) lead, the leads were misplaced causing bleeding into the lungs and cerebrovascular accident. Furthermore, it was felt that the ipg system, labeling, and instructions were carelessly and negligently designed, manufactured, assembled, compounded, maintained, tested or failed to test, inspected or failed to inspect, fabricated, constructed, analyzed, distributed, serviced, merchandised, utilized, installed, recommended, advertised, promoted, marketed and sold so that they that they were in a dangerous and defective condition and unsafe for use. The ipg, ra lead, and rv lead were explanted. No further patient complications have been reported as a result of this event.